Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and the following reportable malfunctions were identified during the device evaluation: the pump head is faulty/damaged/worn and needs to be replaced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a faulty pump head. There was no patient involvement.